Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 56 and 94 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. A new kit was sent to the customer.